Manufacturer narrative:
The pacemaker and the lead were not returned for analysis. The analysis is therefore based on the returned data and the production documents. The manufacturing process of this pacemaker and the manufacturing process of this lead were reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test of the pacemaker documented proper device behavior. The returned data (excerpts of the intracardiac electrogram, programmer printout, ecgs) were analyzed, and the clinical observation was confirmed. Based on the available information, the cause could not be determined. The available data did, however, not indicate a malfunction of the pacemaker. In summary, the analysis did not indicate a material defect or manufacturing error based on the available information. If additional relevant information should become available, the incident will be updated accordingly.

Event description:
Ous MDR - it was reported that intermittent loss of capture was observed about 3 years after the implantation. No deterioration of the patient's state of health was reported. The device was not returned and there is no mention of any intervention. The event date was not provided. Update: during the follow-up, it was noted that oversensing on the ventricular lead has led to the loss of capture. The physician capped the associated lead and implanted a new one. Insulation damage due to friction at the pacemaker housing was suspected.